Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed that the device broke at three spots resulting in 4 sections. Three out of the four sections were returned. The tip section of the device, with the stent and part of the balloon was not returned. A 19mm section consisting of the proximal end of the balloon and distal lumen section was returned. There was a complete tear of the partially inflated balloon at the distal end of this section. The balloon break site had a jagged edge. The second break site was present on the lumen 60mm proximal to the proximal markerband. A 390mm section consisting of the remaining 180mm lumen section and a 210mm midshaft section was returned. The shaft was severely kinked along this section. The proximal end of the midshaft was detached from the hypotube at the bond site with a clean break. The exposed corewire was bent in a number of places along its length. There was solidified blood present within the entire length of the inflation lumen, indicating the device had been used in vivo. A hub/ manifold and hypotube section was returned. The hypotube was broken 120mm proximal to the catheter strain relief. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment issues and a shaft break occurred. The patient presented with acute coronary syndrome (acs) without st segment elevations, associated with elevated troponin. Access was obtained through the right radial artery. The 90% stenosed, 20mm long target lesion was located at an angle (between 45 and 90 degrees) in the severely calcified mid left anterior descending (lad) artery and there was timi 3 flow. A non- bsc guide catheter engaged the left main (lm) coronary artery. Next, a 1.5mm rotablator burr was used for 35 seconds before advancing a 3.0x38mm promus element stent delivery system (sds). With some difficulty, the promus element sds crossed the target lesion. The balloon was inflated to 10atms, however, while inflating the delivery balloon, a leak was observed in the proximal end of the hypotube shaft. The balloon did not fully expand and the stent was unable to be fully deployed (diabolo shaped). When removing the promus element sds the device broke into two pieces at the location of the shaft leak. While attempting to remove the remainder of the device there was an "abnormal" resistance and the device broke again at the distal end of the catheter. The control angiography had shown that the mid lad had a severe stenosis (90%) at the level where the undeployed promus element stent and balloon remained stuck in the coronary and ascending aorta. The coronary blood flow was timi 3 flow and the hemodynamics were stable. Then a non-bsc guide catheter was positioned in the left main coronary artery. Next, a non-bsc guide wire was advanced downstream from the mid lad passing through the strut of the unexpanded promus element stent. In an attempt to fully deploy the stent, a 1.25x20mm non-bsc balloon was inflated one time to 12atms. Next, a 1.5x6mm non-bsc balloon was advanced to the stent and inflated two times to 12atms. Then an attempt was made to remove the broken section of the promus element catheter using a 2.5x15mm quantum monorail balloon catheter "sealed" in a 6f guiding catheter. The quantum balloon catheter was positioned in the 6f guide catheter. While retracting the broken catheter, there was an "abnormal" resistance. The broken section was removed just a "few centimeters but it also withdrew the stent." At this time, due to surgical opinion and consideration of the major risk of dissection or perforation of the proximal lad, it was decided to remove all of the accessories except the balloon section of the catheter that was positioned in the coronary. The final control angiogram showed the very narrowed lesion (90%) in the mid lad and the stent remained unexpanded. The coronary blood flow was normal (timi 3) and the hemodynamics were stable. The patient did not have any chest pain. Emergency bypass of the lima-lad was performed. The patient underwent heparin therapy during the surgery to prevent thrombosis. A portion of the device remains in the patient. The patient's condition was reported as stable post bypass surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment issues and a shaft break occurred. The patient presented with acute coronary syndrome (acs) without st segment elevations, associated with elevated troponin. Access was obtained through the right radial artery. The 90% stenosed, 20mm long target lesion was located at an angle (between 45 and 90 degrees) in the severely calcified mid left anterior descending (lad) artery and there was timi 3 flow. A non- bsc guide catheter engaged the left main (lm) coronary artery. Next, a 1.5mm rotablator burr was used for 35 seconds before advancing a 3.0x38mm promus element stent delivery system (sds). With some difficulty, the promus element sds crossed the target lesion. The balloon was inflated to 10atms, however, while inflating the delivery balloon, a leak was observed in the proximal end of the hypotube shaft. The balloon did not fully expand and the stent was unable to be fully deployed (diabolo shaped). When removing the promus element sds the device broke into two pieces at the location of the shaft leak. While attempting to remove the remainder of the device there was an "abnormal" resistance and the device broke again at the distal end of the catheter. The control angiography had shown that the mid lad had a severe stenosis (90%) at the level where the undeployed promus element stent and balloon remained stuck in the coronary and ascending aorta. The coronary blood flow was timi 3 flow and the hemodynamics were stable. Then, a non-bsc guide catheter was positioned in the left main coronary artery. Next, a non-bsc guide wire was advanced downstream from the mid lad passing through the strut of the unexpanded promus element stent. In an attempt to fully deploy the stent, a 1.25x20mm non-bsc balloon was inflated one time to 12atms. Next, a 1.5x6mm non-bsc balloon was advanced to the stent and inflated two times to 12atms. Then, an attempt was made to remove the broken section of the promus element catheter using a 2.5x15mm quantum monorail balloon catheter "sealed" in a 6f guiding catheter. The quantum balloon catheter was positioned in the 6f guide catheter. While retracting the broken catheter, there was an "abnormal" resistance. The broken section was removed just a "few centimeters but it also withdrew the stent." At this time, due to surgical opinion and consideration of the major risk of dissection or perforation of the proximal lad, it was decided to remove all of the accessories except the balloon section of the catheter that was positioned in the coronary. The final control angiogram showed the very narrowed lesion (90%) in the mid lad and the stent remained unexpanded. The coronary blood flow was normal (timi 3) and the hemodynamics were stable. The patient did not have any chest pain. Emergency bypass of the lima-lad was performed. The patient underwent heparin therapy during the surgery to prevent thrombosis. A portion of the device remains in the patient. The patient's condition was reported as stable post bypass surgery.